Event description:
A customer reported that when the customer uses excel off brand reagent strips the customer rec'd erratic results. Examples were 29 mg/dl and then a few minutes later with a separate finger stick rec'd a result in the 200's mg/dl. The difference in these readings could be clinically significant. While on the phone a review of the system was concluded. Electronic checks were performed and were sastisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagant. The customer was advised to contact the co's 24/7 customer service dept if there where any add'l concerns or issues. The complaint is considered closed for purposes of MDR.